Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the nurse inserted the blade the wrong way before handing it to the surgeon. The surgeon then adjusted and inserted the blade in correct position and when taking a graft, took a 6mm chunk of skin. Additional information received on sept 28, 2016, there was an impact/damage to graft harvest and the graft was not able to be used. An additional unplanned graft harvest was required from the patient. The medical intervention/additional was required and the surgical technique of the device was not followed. The surgery was completed using an alternate device and the surgery was delayed about 16-30 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on october 19, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on october 25, 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring and calibrating shaft. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting and outside side to side specifications at all tested thickness settings. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The air dermatome was manufactured on march 15, 2007, and is over 9 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. It was noted during the initial inspection that the device was outside calibration specifications at all tested thickness settings. The device is over 9 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.